Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. The customer was able to fill another cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.